Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 14 mmol/l at the time of the incident. Customer went into a thermal pool with the pump and the display went immediately blank after exposure to moisture. Advised to discontinue use of the pump. Advised to revert to backup plan per health care professional¿s instructions. The insulin pump will be returned for product analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with currents in spec. No blank display. Lcd board ok. No moisture damage electronic assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.